Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia up to 362 mg/dl for approximately 6¿7 hours after a leaking cartridge and repeated infusion set changes, and was found to have been connecting the cartridge and luer connector outside the device instead of inserting the cartridge first, then connecting the tubing to the luer, and then inserting the luer connector, consistent with cartridge leakage and infusion system connection issues on an ilet pump with no alerts or alarms. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or other acute effects. Outcomes included no use of backup therapy, no ketone testing or ketone action, no steroid use, no suspension of insulin, and no need for professional medical intervention. Investigation included troubleshooting and user education by phone. Investigation of this case revealed user technique error in the cartridge-to-luer connection sequence that likely led to insulin leakage and inadequate insulin delivery. It was concluded that the event was attributable to user technique with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.